Event description:
It was reported that during a laparoscopic several clips scissor crossed on firing or fell off after firing. Clips retrieved from the pt. Case completed without major incident and 1 device is being returned.